Manufacturer narrative:
This report is submitted on may 17, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site. Subsequently, on (B)(6) 2016, the patient underwent revision surgery in order to excise the excess skin at the site.